Event description:
It was reported that during the elective extraction of the right ventricular (rv) lead with a laser the superior vena cava was torn. The patient underwent surgery due to the tear and expired.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 7278, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.